Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent non-invasive programmed stimulation (nips) and defibrillation threshold (dft) testing and the system displayed a fault code (fc) 1005 due to a shock being delivered into an open condition due to high impedance. The shocking configuration is programmed to triad. A boston scientific technical services consultant instructed the physician to program the lead configuration to distal coil to can and try another commanded shock. The physician performed the reprogramming and a shock impedance measurement within normal limits was observed. The physician performed repeat dft testing which confirmed an open condition. The system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.